Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to vegetation on the leads and infection. An implantable pulse generator (ipg) system was implanted. The left ventricular (lv) lead was not replaced. No further patient complications have been reported as a result of this event.